Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 20 months post index procedure, the patient was rehospitalized due to myocardial infarction (mi). The reported mi was related to the target vessel. Three days later, the patient underwent re-ptca of the target lesion/vessel due to restenosis. A bare metal stent was implanted successfully. The investigator indicated that the reported events were definitely related to the study device.

Manufacturer narrative:
(B)(6). Evaluation results: inherent risk of procedure (myocardial infarction).